Event description:
It was reported that non-sustained noise was noted. All electrical parameters were in range. Reprogramming was performed and the patient will be monitored. The patient¿s condition is fine.